Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had burnt plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no arcing observed during the procedure. A new instrument was used to complete the procedure with no reported injury.